Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2019-17021. During an in-clinic follow up, it was noted that there were episodes of noise that resulted in oversensing on the right atrial (ra) and right ventricular (rv) channels. Additionally, there was an increase in capture on the rv lead and automatic mode switching on the ra lead. No intervention was performed. The patient was stable and will continue to be monitored.